Event description:
It is reported that the pt is experiencing pain and limping.

Manufacturer narrative:
Eval summary: primary operative notes were reviewed which state that during femoral reaming, it was decided to go up one size, which resulted in a slightly more proud seating, but this was felt that it would reestablish leg length as necessary. A +0 neck length was chosen due to the stem sitting slightly proud, and fear of over-tightening the joint. A bilateral ap x-ray dated (B)(6) 2013 was reviewed which shows an acetabular component which may have been implanted with a slightly greater abduction angle than is recommended, however the clinical implication of this is unk. The femoral stem appears well placed, with a slight sclerotic line at the lateral shoulder of the device. The stem sits slightly more proud than the right side stem. Cause cannot be definitely determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.